Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were defective.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) has been confirmed. The cause of the defective rear response button is an open connection on the three conductors in the ribbon cable. The cause of the open connections is a break in the ribbon cable. The root cause for the damaged cable was excessive force. No adverse event resulted from the defective response button.